Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by chills, cloudy effluent, abdominal pain, loss of appetite, nausea, and vomiting coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. After being hospitalized for four days, the patient was discharged from the hospital. At the time of this report, it was unknown if the patient was recovering from the peritonitis event. Action taken with dianeal therapy was ongoing. Additional information was requested, but is not available at this time.